Event description:
It was reported that the external pulse generator turned off as soon as the batteries were removed, and the caller was inquiring about whether or not the manufacturer repaired the external pulse generator any longer. The caller was informed that since the external pulse generator was older than five years, it is no longer serviced. An email was sent to the caller regarding the five-year service plan. The external pulse generator has been retired from service. No patient complications have been reported as a result of this event.